Event description:
It was reported that the endotracheal tube was pre-tested for leaks and 30 minutes after patient intubation there was unspecified source of air leakage from the endotracheal tube. The patient was reintubated without incident and no patient harm or change in therapy was reported.